Event description:
Pt underwent bilateral salpingo oopherectomy; skin closed with dermabond; seen in the urgent care center; umbilical cord wound culture came back for staph aureus; rx-dipatoxacillin.